Manufacturer narrative:
The sample was received and evaluated. The delivery system was broken. The shunt had multiple residues and scratches all over its body. The shunt disk was bent backwards. With inner illumination, the shunt lumen was found partially clogged. After cleaning the device, the blockage was removed. Therefore, there is no indication for a manufacturing related factors that could cause the blockage. During production, 100% final inspection is performed on the entire batch, including visual inspection and inner illumination. If a blockage would have been noticed, the product would have been rejected immediately. Therefore, one may conclude that the blockage was formed after the product left the manufacturing plant. The root cause is inconclusive - unable to verify, since the blockage could have been caused by many different reasons during and after the clinical procedure. The blockage does not seem to be product related since after cleaning the device the blockage was removed. Therefore, there is no evidence for an inherent defect that might have caused the event. (B)(4).

Manufacturer narrative:
Evaluation summary: no sample was returned; therefore, the condition of the product could not be verified. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. There have been no other similar complaints reported in the lot number. Because a sample was not returned, the root cause cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that following a glaucoma shunt implant procedure, the shunt did not work; it was never possible to have pressure control. The device was subsequently removed and replaced with another one. It was noted that prior to the removal of the device, the surgeon tried to inject retrograde trypan blue without any success, and there was no fibrosis in the drainage channel. There was no other impact to the patient. Additional information has been requested but not received.